Event description:
Additional information was received on (B)(6) 2012, indicating that following the generator replacement, all diagnostics were ok. The implant card that was received indicated that the replacement was for prophylactic reasons. The explanted generator was returned to the manufacturer on (B)(6) 2012; however analysis is not yet complete. Attempts for additional information have been unsuccessful to date.

Event description:
It was reported through clinic notes received on (B)(4) 2012 that the patient had been having problems with her seizures despite her vns settings and continued to have seizures that were new onset over the last few months. It was indicated that the patient would benefit from a replacement. It was also indicated however that her seizures were slightly improved since her last visit with 13 recorded seizures. The patient was referred for prophylactic replacement due to her breakthrough seizures. Generator replacement took place on (B)(6) 2012. The generator has not yet been returned to the manufacturer and attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Type of report - follow-up report; corrected data: inadvertently submitted follow-up report #2 as follow-up report #3. Date of event, corrected data: additional information was received which changed the event, should have been reported on follow-up report #2.

Event description:
Additional information was received on (B)(6) 2012, when the physician's nurse reported that the increase in seizures were first observed around (B)(6) 2012. She wasn't sure what the relationship was between the increase in seizures and vns, but that they assumed the battery was not working as the patient had it implanted for a long time and they had no way to tell. In regards to interventions being taken, the nurse stated that medication was most likely changed or increased over time. The nurse did not know if the increase in seizures was above, below, or back to pre-vns baseline levels. The patient has multiple seizure types but it was unknown if they all increased in frequency. The patient's most recent programmed parameters pre-surgery were output=1.75ma/frequency=20hz/pulse width=250usec/on time=30sec/off time=1.8min/magnet output=2.00ma/magnet on time=60sec/magnet pulse width=500usec. No diagnostic history was available according to the nurse. Product analysis on the generator was completed on (B)(6) 2012. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.